Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an allergic reaction to the metal in the ipg. As a result, surgical intervention was undertaken on an unknown date to explant the entire system.